Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, the valve leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 70mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3182 with lot crdcnp, conformed to the specifications when released to stock on the 14th april 2014. Review of the history device records confirmed the catheters product code 82-33072 with lot ctbcnv, conformed to the specifications when released to stock on the 4th february 2015. The root cause of the problem found with the valve during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No problem was found with the catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: (B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Stopped functioning after implantation.